Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patients hip being unstable, the surgeon went in and replaced the original head.